Manufacturer narrative:
The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported a critical pediatric patient was receiving multiple infusions including several vasopressors. The patient began to decompensate. While clinician was attempting to determine the cause for decompensation, he traced the infusion lines and found the line infusing epinephrine was clamped. The syringe module was not alarming for the occlusion. There was no further information available regarding interventions provided to the patient or patient outcome.